Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy was confirmed due to a link separation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: device returned. H6: removed method code 4115, conclusion code 67, results code 3221.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received and the event description was updated. It was reported that suture placement in a femoral vein was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional iliac vein angioplasty procedure. The suture of one proglide device was successfully preplaced. Reportedly, after the proglide plunger was removed, the suture came loose, no knot was presen. The suture of another proglide device was successfully preplaced. The interventional iliac vein angioplasty procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. However, factors that may contribute to the reported difficulties include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional therapy/non-surgical treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot#, expiration date. D10, h3; return device status. H4: manufacturing date.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of a femoral vein was attempted using a proglide device with a 10f sheath after an interventional iliac vein angioplasty procedure. Reportedly, after the proglide plunger was removed, the suture came loose, no knot was present. Another device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy.